Manufacturer narrative:
During an internal review on (B)(6)2019 , it was noted that ¿d3. Manufacturer address street line 1¿ and "g1. Manufacturer site addr. Street line 1" on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ and "g1. Manufacturer site addr. Street line 1" have been re-populated. Also, as part of the internal review, a correction to b5. Event description, it was reported the the brim cap and hemostatic valve were broken, however, it was determined that both the brim cap and the hemostatic valve were broken off. The assessment of the brim cap remains assessed as a reportable event and the the issue of the hemostatic valve was also assessed a reportable event. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that the orange hub on the vizigo sheath broke during the sheath prep. It was reported that the product was returned with the brim cap and homeostatic valve broken. The device was inspected and the brim cap and hemostatic valve were broken off. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and hemostatic valve cannot be determined, however, an internal action was created to investigate this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001056 number, and no non-conformances were generated during the device manufacturing. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that the orange hub on the vizigo sheath broke during the sheath prep. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed out and the procedure was completed successfully. There was no patient consequence. The biosense webster, inc. Product analysis lab received the product on april 2, 2019, and it was reported that the product was returned with the brim cap and homeostatic valve broken. The issue of the brim cap detached is considered a reportable event.